Event description:
It was reported that a pt, who was implanted with 2 tm ardis implants as plif supply monosegmental l4/l5 in (B)(6) 2014, experienced backache and severe pain in (B)(6) 2014. It was observed, in the subsequent examinations, that a retrograde dislocation could be determined and that both cages protruded into the spinal canal. It was noted that one cage was back end caudal tipped and rotated by 90 degrees. A revision providing a new tm-ardis was planned; however, the surgery area was heavily scarred and there were no visible anatomical structures. After 3 hours of preparation under microscope, the surgeon decided to leave the cages in place.

Manufacturer narrative:
Investigation is in progress.